Event description:
Flange of tracheostomy tube broke off the side of the tube during routine trach care. Noted:d immediately and no pt harm. New trach tube reinserted without incident. This is 3rd such incident with this manufacturer's product. Tube returned to manufacturer. Pictures of tube taken and retained at hospital.